Event description:
It was reported that during the implant procedure the physician had difficulty moving the lead due to the patient's anatomy. After the lead was positioned, it dislodged multiple times. Eventually the helix of the lead would no longer retract. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found that the distal conductor was distorted. The proximal conductor was distorted. The distal and proximal conductors had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked buckled. The outer insulation was breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The guidetooth was damaged and the lead was stretched. Visual analysis noted that the lead was damaged at implant and that the helix would not extend or retract due to the distortion in the distal conductor within the connector.